Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels (327 mg/dl) and diabetic ketoacidosis. Customer was treated with intravenous insulin, and long and short term acting insulin shots.